Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with damage observed when a patient is externally defibrillated while wearing a lifevest device. The open resistor is consistent with damage caused by external defibrillation.

Event description:
(B)(4). Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor notified zoll that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing the patient received an appropriate treatment event. At 19:36:47 on (B)(6) 2018 the patient went into vf, and the lifevest delivered a treatment shock at 19:37:22. The post shock rhythm was atrial fibrillation (af) at 60 bpm after a 6 second pause. The patient then went back into vf at 19:38:53 and was appropriately treated at 19:39:25. The post shock rhythm was af at 50 bpm. The patient remained in af, and degraded to vf. The patient remained in vf for 27 seconds with a varying amplitude and was treated by a non-lifevest external defibrillation shock. The arrhythmia was not long enough for the lifevest to deliver a treatment shock. The treatment converted the rhythm to bradycardia at 50 bpm. The patient then degraded to vf and remained in vf with varying amplitudes for approximately 6 minutes prior to device removal. The arrhythmia was not treated due to the varying amplitude. The patient subsequently passed away on (B)(6) 2018.